Event description:
The medical team escalated care from an impella cp to the 5.5 pump for hemodynamic support. The patient suffered an embolic stroke (cva) during the 5.5 support. There is no noted intervention to rectify or treat the harm to the patient.

Manufacturer narrative:
The investigation into the cva is ongoing at this time. Upon completion of the investigation, a final report will be filed.

Manufacturer narrative:
Since the original report was filed, the investigation into the stoke (cva) has concluded. The pump was returned, as were the data logs. The root cause of the cva could not be determined, nor could the relationship between the stroke and impella use be confirmed. The data logs did not reveal any ingestion of clot that could have caused the ischemic cva. The failure mode will be monitored and trended.

Manufacturer narrative:
Included additional narrative in b(5) speaking to thrombus found upon explant. The investigation into the reported stroke and thrombus was completed. The device was returned for evaluation. The device was returned cut into pieces and a clot was returned alongside the pump. Analysis of the data logs revealed suction alarms and a change in waveform indicating a potential blockage of the cannula or change in volume causing a decrease in flows on 10/14. The cause for this is unknown, as no clot was visualized under transesophageal echocardiogram (tee) just prior to the stroke. The pump operated within specification for the duration of support. Based on the available information, the returned evidence cannot confirm relation between the stroke and the device. The root cause of the reported thrombus was most likely due to patient condition. The exact origin of the thrombus is unknown. Impella 5.5 IFU ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
In addition to the originally reported stroke, thrombus was found on the tip of the device during explant.